Event description:
While using the 3m hotdog during an anterior total hip arthroplasty, patient experienced a burn to the left thumb, with blistering, due to contact with the hotdog 2-panel over body warming blanket. This is the second time we've experienced an overheating issue in which 3m did nothing about. The rep and the corporate team were dismissive and said that their product is not able to burn a patient. This time, the unit caused a burn and blistering and we will no longer use this device/equipment. Warming blanket ref number: (B)(4), serial number: (B)(6). Hotdog controller ref number: (B)(4), serial number: (B)(6). Reference report: #mw5156877.